Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service visually inspected the device and found no evidence of foam degradation. Additionally, corrosion in device and tobacco contamination were observed. The device has been scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion in device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.